Event description:
It was reported that insulin delivery intermittently stopped due to recurring restart ilet alerts associated with delivery motor communication, and the patient frequently used the pause feature for treatment, resulting in delivery gaps. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with delivery motor communication issues, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.